Event description:
Clinical reports states the pt suffered an acetabular fracture during surgery.

Manufacturer narrative:
Exam was not possible,as the product was not returned. Although the complaint is non-verifiable, provided information states a non displaced incomplete anterior wall acetabular fracture was noticed with impaction of the final cup. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated.